Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
After restarting the robot during transnasal endoscopy due to communication error, the doctor indicated that it was impossible to load the patient folder in order to continue its surgery. The doctor explained that the folder was visible on the screen but it was impossible to load it.

Manufacturer narrative:
It was reported that the surgeon was unable to load the patient folder during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation this was caused by a bad management of dicom contrast. The root cause of this event is a known design defect.

Manufacturer narrative:
The subject report is intended to provide the correct event date. The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a final medwatch report will be submitted.